Manufacturer narrative:
Zimmer biomet complaint : (B)(4). Additional information was made available on jan 26th 2022 that a fragmented part of the device was retained in the patients body. The event was reassessed and deemed reportable. An investigation into this incident is currently underway. Once the investigation has been completed and the results are made available, a follow up MDR will be submitted. Device was discarded onsite.

Event description:
It was reported that during a tka utilizing rosa knee instrumentation the tip of the fixation pin broke off upon insertion into the tibia. The component that broke off was retained in the patients tibia and was not removed. New pins were opened and the procedure was completed successfully. There was no additional patient impact reported and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The broken pin could not be evaluated as it was not returned for investigation. Pictures of the broken pin or post-op x-rays were unable to be provided to confirm the reported events. Device history record review was unable to be performed as the lot number could not be identified. The definitive root cause could not be determined based on the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.